Event description:
The following occurred in a non clinical setting. It was reported that while training a pa on a leg model, the bom 7mm extended length endoscope would not focus and the image kept moving around the screen. A replacement device was used.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection identified no non-conformities. A light cable was attached to the illumination port on the endoscope and viewed on a monitor; there was clear visibility through and sufficient illumination to view and capture an image with readable text, however, the image was shifted below center such that a portion of the bottom of the image was cut off when viewed on the monitor. Since this is an OEM component, (B)(4) specifies that the endoscope provided by the MFR must withstand forces of vessel harvest and must have durability for re-use and is subject to incoming inspection per (B)(4). The image misalignment is consistent with a shift in the internal optics due to blunt force impact. The IFU instructs the user to verify that the image quality and light intensity are sufficient for the procedure. If not, the user is instructed to clean the endoscope and if the image is still compromised, remove the endoscope from operation. Based upon the received condition of the device, the reported complaint was confirmed however, the root cause is undetermined because the incident occurred during use of the device and the procedural operation is not available for review. (B)(4).